Manufacturer narrative:
Trackwise: (B)(4). A lot history record review was completed for lots 25150938, 25150426 and 25150075 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during endoscopic vein harvesting procedures using vasoview hemopro vh-3500. The harvester said after several weeks of using the vh-3500 he has developed lateral epicondylitis. After trying nsaids, creams and coband, he finally needed a steroid injection to help with the pain as he was unable to harvest. He said the trigger is difficult to pull back and he's tried alternating fingers but ultimately needed to be treated with the steroid injection. This took place after multiple harvests and is not particular to any case or patient.